Event description:
The customer called in for help with his meter. He stated that he tested his glucose and received a reading of 120 mg/dl. Immediately after testing his glucose, he became dizzy and passed out. The customer checked with his doctor and was told his blood glucose was too low. The doctor advised him to discontinue taking the medication that lowered his glucose. The customer then went to the hospital, but he could not remember what glucose readings were received. He also did not mention if he received any type of treatment. The customer refused to troubleshoot his contour system. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.